Manufacturer narrative:
(B)(4). Per the user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Customer reported initial blood glucose (bg) was 140 and 2 hours after consuming approximately 20 carbohydrates and had "taken insulin", customer felt nauseous, had a headache and mouth/legs were numb. Water was consumed to address medium ketones and customer went to the emergency room after ketones became high. An insulin injection was administered. Customer reverted to using another pump which began to bring the "number down". Customer stayed in the ER until the ketones were fully flushed. Customer's physician reported event was due to a pump issue; potentially the way the customer slept. Customer reported "device clearly not working". Tandem clinical diabetes specialist (cds) reported customer admitted to using the same infusion set site for 10 days.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 350 mg/dl with medium/high ketones. Customer went to the emergency room (ER). Healthcare provider identified ketones as being dangerous. Customer was advised to drink water. After 1.5 hours, customer left the ER and felt "normal". Bg was 180 mg/dl. Within 3 hours, bg was 150 mg/dl. Cause of elevated bg was not known.